Event description:
It was reported that the device delivered therapy because of t-wave oversensing. Low r-waves were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
New information notes that in 2009 the lead was not explanted, but rather the pace/sense portion of the lead was capped due to noise.